Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 390mg/dl. The customer delivered a correction bolus, however bg levels did not decrease. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer consult with their healthcare provider regarding additional back up therapy. The customer stated that they were going to change out the cartridge/ tubing and site, and declined an offer to meet with a clinical diabetes specialist.

Manufacturer narrative:
.